Event description:
It was reported that there was substantial pt bleeding upon insertion and removal of the actiflo indwelling bowel catheter system. The director of nursing stated that rectal fissures were present in the pt prior to the insertion of the device.

Manufacturer narrative:
It was reported by the director of nursing that the pt was known to have rectal fissures prior to the insertion of the actiflo indwelling bowel catheter system. The contraindications in the instructions for use state "do not use on pts with compromised rectal wall integrity."